Manufacturer narrative:
After the procedure, the hospital discarded the product. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals fail to load properly. The heartstring seals crimped while rolling and would not insert into the delivery tube. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.